Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve all leaflets were flexible and intact; no tears or damages were observed. All leaflets were in the closed position with a small gap at the point of coaptation. Post 1 and post 2 appeared intact; no deflection was observed. A slight deflection was noted on post 3. All commissures appeared intact. The sewing cuff appeared inverted next to l1 and l3. Small suture holes were noted on the sewing cuff. A validated production inspection fixture, avalus inspection plate, 19 mm, was used to confirm the valve size through the assessment of the outer diameter of the sewing cuff. The sewing ring cuff was flattened before placing the valve on the fixture. The analysis confirms the valve to be an avalus 19 mm valve. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 19mm aortic bioprosthetic valve, it was explanted and replaced with a 19mm mechanical valve. The reason for the replacement was reported as a sizing issue. It was stated that the annulus was sized with a medtronic standard sizer set using the barrel end and the 19mm sizer was passing easily. The replica of the sizer was also seating comfortably over the annulus and the 19mm valve was passed through. However, it was reported that the valve size was actually bigger than the sizer and the valve could not be seated at the annulus and the coronary ostia were not able to be seen, therefore, the valve was explanted. It was also reported that the valve was not felt to be between two different sizes. The body surface area (bsa) chart was also used. No pledgets were used during implant, and the device was fully sutured and tested prior to removal. No adversepatient effects were reported.